Event description:
On 3/15/2005 - a dental implant was placed in tooth location #28. Subsequently the pt wa experiencing paresthesia. On 4/7/2005 - the implant was removed from the pt's mouth. On 10/28/2005 - the clinician was contacted. He stated the implant was removed because of paresthesia. The pt has improved and is feeling better. The pt has some slight tingling. The pt will be reimplanted using shorter length implant to improve implant stability.